Manufacturer narrative:
Qn#(B)(4). The customer returned a guide wire assembly for evaluation. The guide wire was returned inside the advancer hoop, but without the straightener tube or cap. The guide wire was observed to have one distinct kink around the distal portion of the guide wire. The distal j-bend was misshapen but intact. Visual inspection revealed the proximal end of the guide wire to be protruding approximately 6mm out the end of the wire snubber. Microscopic examination confirmed a single kink in the guide wire body , just below the j-bend. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 24mm from the distal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The overall length of the advancer tube measured 538mm which is also within specification. The guide wire was advanced out of the advancer tube per IFU. The wire did advance but significant resistance was met. When trying to return the wire back into the wire snubber like it was found, the wire would not return through. Only when the wire snubber was removed from tube , could the wire be returned back through. The wire was advanced through a lab ars and 18ga introducer needle to functionally test the wire. The guide wire passed through both components without significant resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The report that the spring wire guide was kinked was confirmed through visual examination of the returned sample. The guide wire contained one kink near the distal end of the body and the proximal end of the guide wire was found to be protruding through the wire snubber. The returned guide wire and advancer tube met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. However, the customer did not report that the swg was missing the straightener tube and may not have used the product per the IFU. Based on the sample received, it was determined that user error caused or contributed to this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that the user was unable to advance the swg, as its back-end came through the cap. A new kit was used.

Manufacturer narrative:
Qn# (B)(4). The device product is not intended for sale in the us. Similar product/component (510k#) sold in the us. Preliminary evaluation of the returned device indicates swg kinked in use.

Event description:
It was reported that the user was unable to advance the swg, as its back-end came through the cap. A new kit was used.